Event description:
A report was received that patient was unable to charge because pocket site was too deep. Patient underwent a pocket revision wherein the physician opted to replace the ipg to ensure that he would not have to do any additional surgeries. Patient was doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.